Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 24 charge processes had been documented. The charge drawn from the battery was checked. The check indicated a battery discharge not meeting expectations. The current uptake of the device was then tested, which proved to be unremarkable. An additionally performed long-term study of the current uptake also showed no anomalies. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. The measurement confirmed an unexpected battery discharge. The battery was returned to the manufacturer for an extensive analysis. First a microcalorimetric measurement of the battery was performed. This showed an increased heat tint. In a next step, the battery was opened and examined, a reduced resistance on the cathode side was detected. This locally reduced resistance allowed an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, the analysis of the ICD confirmed premature battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be ok during the analysis. Based on the analysis, it can be assumed that the therapy functions that are critical for the patient's safety were available without restrictions during the implantation time.

Event description:
Ous MDR - after an implantation time of about 59 months, it was reported that the ICD displayed eri during a routine follow-up. During the revision, it was reported that the device showed a battery status of mol1. No deterioration of the patient&#62688;state of health was reported.